Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtbx2qq implantable cardioverter defibrillator (B)(6) 2013; 6935 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead had intermittent undersensing noted on ventricular sensing episodes recorded by device. The atrial sensitivity was reprogrammed on the device and the safety margin was decreased. The lead remains in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.